Manufacturer narrative:
The subject device was returned to omsc for evaluation. However, the investigation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the laparoscopic appendectomy with the subject device at the user facility, the endoscopic image of the subject device disappeared. The user facility replaced the subject device to another similar device to complete the procedure.there was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and found that the reported phenomenon (no image) was duplicated, and also found that the ccd unit cable was meandering inside the bending section, and that the internal shielded wire was broken at the meandering area. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the investigation result, omsc concluded that the reported phenomenon was caused by the breakage inside the ccd unit cable. Based upon the condition of the insertion section and the parts inside the bending section, such as the wear and chip of the bending section rubber and the damage of the parts inside the bending section, the breakage of the ccd unit cable might be attributed to unexpected stress due to the external force such as obliquely insertion of the subject device against to the trocar. If additional information is received, this report will be supplemented.